Event description:
It was reported, that after childbirth, the patient lost about 350 ml of blood due to uterine atony. The surgeon placed the balloon into the patient's body through the vagina to stop the bleeding. When the balloon was filled with about 300 ml of water, it was found that the balloon was leaking. A new balloon was immediately placed to stop bleeding. After the leakage occurred, the patient lost about 500 ml of blood for a total blood loss of 850 ml. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
E1 name and address: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: event description: it was reported, that after childbirth, the patient lost about 350 ml of blood due to uterine atony. The surgeon placed a cook bakri postpartum balloon with rapid instillation components into the patient's body through the vagina to stop the bleeding. When the balloon was filled with about 300 ml of water, it was found that the balloon was leaking. A new balloon was immediately placed to stop bleeding. After the leakage occurred, the patient lost about 500 ml of blood for a total blood loss of 850 ml. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of, complaint history, device history record (DHR), instructions for use (IFU), quality control procedures, as well as a visual inspection and functional test, of the returned device, were conducted during the investigation. One cook bakri postpartum balloon with rapid instillation components was returned for evaluation. A pin hole leak in the balloon material was observed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." A definitive cause of the event could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.